Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 04/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified left superficial femoral artery via the right groin, the stent was allegedly unable to be advanced over the wire. It was further reported that the stent allegedly had a kink in the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in unused condition with loaded stent and locked safety. Kinks were found at the proximal end of the system and during testing the system compatible 0.035" guidewire got stuck in the area of the kinks which leads to confirmed result for catheter kink, and failure to advance. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter kink leading to failure to advance. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'do not rotate the grip while extracting the stent system from the tray. Examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' H10: d4 (expiry date: 04/2025). H11: h6 (method, result). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the calcified left superficial femoral artery via the right groin, the stent was allegedly unable to be advanced over the wire. It was further reported that the stent allegedly had a kink in the catheter. There was no reported patient injury.